Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation. The event was not confirmed during evaluation, however, internal and external corrosion was found. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device was reportedly leaking. There was no patient involvement; no patient impact.